Event description:
It was reported that the right ventricular (rv) lead triggered a warning for high impedance. Lead trend showed a steady increase in impedance measurements. Capture threshold was also noted with increased measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).